Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of a sapien xt valve in pulmonic position that after nine years of implant duration, required reintervention. A 23mm sapien 3 was implanted via a valve-in-valve procedure but the commander delivery system balloon burst at the end of valve deployment. The delivery system was withdrawn with some difficulties through the non-edwards sheath and a post dilation was performed with a non-edwards balloon. In the control angio it was observed that the valve presented leakage and it was decided to implant a second 23mm sapien 3 as a valve-in-valve-in-valve.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was completed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of balloon burst and withdraw difficulty through non-edwards sheath were unable to be confirmed due to unavailability of device or imagery for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Due to unavailability of the device's lot number, a review of the DHR and lot history were unable to be performed. However, no manufacturing non-conformances that would have contributed to the complaint event were identified. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''a 23mm sapien 3 was implanted in a valve-in-valve procedure but the commander delivery system balloon burst at the end of valve deployment. The delivery system was withdrawn with some difficulties through the non-edwards sheath''. The balloon could burst potentially from multiple factors (i.e. Additional inflation volume, pre-existing valve stent, calcification, etc.). It is possible the balloon may have interacted with the pre-existing valve, contributing to a balloon bust. The balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure. However, physical interactions between the inflated balloon and any rigid characteristics associated with the pre-existing bioprosthesis could compromise the structure of the balloon wall through a number of failure mechanisms including puncture, local overstretching, open cell impingement, or stress concentration. In this case, it is likely that the interaction between the balloon and a pre-existing valve may have compromised the balloon wall when the balloon was inflated. As such, available information suggested that patient factors (interaction with pre-existing valve) likely contributed to the event; however, a definite root cause was unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventive action is required. For the complaint of withdraw difficulty, as the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the reported withdrawal difficulty. As such, available information suggests that procedural factors (altered balloon profile) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventive action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.